Event description:
Reporter indicated that patient has experienced severe weight loss since vns implant. The amount of weight loss is unknown at this time. The patient indicated that the weight loss was reported to their neurologist, but that the neurologist "didn't say anything" about it. The patient also reports dizziness, numbness on left side and coughing since the vns implant.